Event description:
It was reported that the staff connected everything prior to insertion and the intra-aortic balloon (iab) was inserted and the staff initiated pumping and received a "helium alarm". They checked under fluoroscopy and the balloon did not appear to be fully inflating. As a result, the physician decided to change out the balloon and pump. The second iab and pump functioned appropriately. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab would not inflate completely is not confirmed. The returned iabc bladder was fully intact with no abnormalities noted. No alarms were noted during the functional testing. The returned device passed functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the staff connected everything prior to insertion and the intra-aortic balloon (iab) was inserted and the staff initiated pumping and received a "helium alarm". They checked under fluoroscopy and the balloon did not appear to be fully inflating. As a result, the physician decided to change out the balloon and pump. The second iab and pump functioned appropriately. There was no report of patient complications, serious injury or death.